Event description:
The lay user/patient called lifescan (lfs) france on 11/25/05 and alleged that her one touch ultra meter was set to the incorrect unit of measurement. On 11/25/05, the patient had a scheduled routine appointment with her physician. She tested on her meter that morning and obtained a result of 14.8. The patient interpreted the result to be 148 mg/dl; however, when it is converted to mg/dl, it would be 266 mg/dl. She reported feeling thirsty at the time of testing, which is a symptom of high blood glucose. The physician checked the patient's meter at the visit and discovered that the patient's meter was set to the incorrect unit of measurement. The physician did not treat the patient with any medications; however, he did adjust her current dosage of insulin by increasing it by 1 unit extra in the morning and 1 extra unit in the evening of her novomix 30. A replacement meter has been sent to the patient. The patient stated that her meter was previously set to the correct unit of meaurement; however, she does not recall if she made any changes to the unit of measurment settings. This complaint is being reported as an adverse event because she was unaware that she was obtaining high blood glucose results with symptoms, which may have delayed treatment.

Manufacturer narrative:
A3: information not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text-3/14/2006: the lay user/patient's meter involved in this case has been returned and evaluated by lifescan product analysis and passed all testing with no faults found. Therefore, the user's complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/pt called lifescan (lfs) in 05 and alleged that her one touch ultra meter was set to the incorrect unit of measurement. In 05, the pt had a scheduled routine appointment with her physician. She tested on her meter that morning and obtained a result of 14.8. The patient interpreted the result to be 148 mg/dl; however, when it is converted to mg/dl it would be 266 mg/dl. She reported feeling thirsty at the time of testing, which is a symptom of high blood glucose. The physician checked the patient's meter at the visit and discovered that the patient's meter was set to the incorrect unit of measurement. The physician did not treat the patient with any medications; however, he did adjust her current dosage of insulin by increasing it by 1 unit extra in the morning and 1 extra in the evening of her novomix 30. A replacement meter has been sent to the patient. The pt stated that her meter was previously set to the correct unit of measurement; however, she does not recall if she made any changes to the unit of measurement settings. This complaint is being reported as an adverse event because she was unaware that she was obtaining high blood glucose results with symptoms, which may have delayed treatment.